Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the left ventricular (lv) channel. An x-ray taken showed a potential fracture of the lead as it was kinked; however, this has not been confirmed through testing. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.